Manufacturer narrative:
A ge service rep performed an on site investigation. A fuse was replaced and a coin battery was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the monitors failed to power on and the system displayed a battery failure message. No report of pt injury.